Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device fired an incomplete staple line. The case was completed with another device with no consequence for the patient post operatively.